Event description:
The device received has been classified as an unreconciled blind unit. No further information is available.

Manufacturer narrative:
H6: articulation lever and articulation gear broken. Evaluation summary: the device was returned with the articulation lever broken off, otherwise in good visual condition and located with a 1/4 partially fired cartridge that was in good visual condition and with the lockout tab in normal condition. Upon further inspection of the device, the articulation gear became broken in half, one half was found attached to the articulation lever and the other half was still between the articulation bands. When tested for functionality with a test cartridge, the device fired conforming. The device was disassembled to examine the condition of the internal components and no other anomalies, besides the articulation gear broken, were found.